Event description:
Customer reported he was having issues with sensor. The device kept alarming he was low when he was not low. The device went into threshold suspend and he was not low. Customer's blood glucose was 281 mg/dl. Customer removed the sensor and it was bent. Customer declined to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.